Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she received a no delivery alarm during priming. Blood glucose level at the time of the incident was 436 mg/dl, which she reported was due to eating ice cream and treated with a manual injection. During troubleshooting, the customer was unable to get insulin to exit the tubing. Customer performed a set change, and stated that insulin exited without an alarm. The customer was advised that the infusion set would be replaced and agreed to return the product for analysis.